Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) (behalf of the customer) reported to olympus that there was an unknown substance that was a brown in color with a red tint to it found on the white distal end of the ultrasound gastrovideoscope. The scope had been pulled from the cabinet where clean scopes were kept. The issue was found during reprocessing performed by fse at the customer site as part of in-service per the request by the customer. There was no patient involvement.

Manufacturer narrative:
After the in-service, olympus field service engineer (fse) informed the reprocessing staff that they needed to reprocess the scope according to the olympus instructions for use and informed them if the unknown substance won't go away, they should send the subject device to olympus for repair because the scope may be damaged. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.